Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, worn off output connector (light guide connection) was noticed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted service request on a visera elite xenon light source exhibiting e207 error code due to emergency light failure. There were no reports of patient harm associated with this event.

Event description:
Additional information received on feb 28, 2022 that the event occurred before the procedure.

Manufacturer narrative:
This report is being submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon has been reproduced, and the failure of the emergency light has been confirmed. The e207 is an error resulting from a faulty emergency light. Olympus will continue to monitor field performance for this device.